Event description:
Allegedly, in a tka operation, different sizes of implants were inserted. The femur size 6 non-porous left was contained in the femur size 5 porus right. After the decision of the size was made at the operation, the box of the target implant was double-checked by the doctor and the nurse, and the nurse opened the box and handed it to the doctor, who was about to place the implant in the patient. The patient's femur was cemented, although it was a hybrid, and the operation was successfully completed with no damage to the patient's health. Japan (B)(4). Product inside the box: product ID: efsrn6pl evolution®mp fem cs/cr non-por/ lot no: mp2002559/ qty: (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.